Event description:
It was reported patient lost effective stimulation due to high impedances. Patient also experienced pain at the ipg site. As a result, surgical intervention was undertaken during which the entire system was explanted and replaced to address the issues. Therapy was restored.

Manufacturer narrative:
Section b3: date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.